Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced hyperglycemic event on (B)(6) 2026. Blood glucose level was high at the time of the event and patient took manual bolus to resolve the issue.